Event description:
It was reported the customer experienced high blood glucose. The customer stated their blood glucose rose to 600 mg/dl. It was also found the customer had a bent cannula under their adhesive. Customer also reported a lost sensor alert occurred on their sensor. The customer was advised to monitor their sensor. Customer's current blood glucose was 96 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.